Event description:
Right fem anterial access was obtained and an impella cp was advanced into the lv. Despite appropriate connections, the impella device was not recognized by the console. The console was restarted and connecting cables exchanged, but the console was still not recognizing the impella. That impella was removed and a second impella cp was rapidly exchanged and successfully placed into the lv. Vf was noted on the monitor and required defibrillation x3 followed by initiation of an amiodarone infusion. Minimal flow was generated by the impella. Decision was made to escalate hemodynamic support to va ECMO. The impella cp was removed from the r-fem.